Event description:
The customer reported while the 840 ventilator was on a patient, the compressor had a leak. The patient was removed from the ventilator without any change in therapy. The covidien customer support engineer (cse) verified the malfunction and replaced the compressor solenoid assembly.